Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, sui, and symptomatic pelvic relaxation. It was reported that following insertion the patient experienced urinary problems, recurrence, vaginal scarring, extrusion, infection, bowel problems, and bleeding. It was reported that the patient underwent excision of extruding mesh on (B)(6) 2007 due to mesh erosion & extrusion. It was reported that the patient underwent mesh resection & vaginal mucosal repair on (B)(6) 2007 due to mesh erosion. It was reported that the patient underwent resection of anterior vaginal wall mesh with vaginal repair on (B)(6) 2010 due to mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.